Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in a bvvi mode. The bvvi was caused by an event queue overflow. The patient was asymptomatic. The device was restored via download/firmware from the etp. Device remains implanted.